Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional information become available, a supplementary report will be submitted.